Manufacturer narrative:
Name: medtronic minimed street - 18000 devonshire street city - northridge state - ca zip code - 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: colombia.

Event description:
It was reported that the patient experienced high blood glucose event on 13 mar 2026 due to insulin flow blocked alarm. The blood glucose level was 297 mg/dl and was treated with insulin injection and also by changing infusion set. The blood glucose was high for three to four hours.